Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose reading that was around 500 mg/dl. The customer did not mention any symptoms of their high blood glucose. The customer declined troubleshooting for their high blood glucose because they had already treated it with the insulin pump. The customer's blood glucose reading went down to 300 mg/dl. Troubleshooting was done for the insulin pump's battery out limit issue which would occur during normal use. The customer will not return the device for analysis.